Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that it will take a long time before the patient can connect to their pump and it will often get stuck at 91% before it connects. The patient reported that it will keep disconnecting as well. The patient noted that they saw their managing healthcare provider on wednesday ((B)(6) 2022) and they checked the devices and because it kept disconnecting, they are wanting the patient to get a replacement. The patient was walked through steps to resync to pump and was able to connect pretty quickly. An email was sent to the repair department for a communicator replacement at the healthcare provider's request after they checked it. No symptoms/patient complication were reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory. Product ID a820, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.